Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation with the incident lot was not observed. The photo shows a bd serum tube shelf pack with no apparent defects. Additionally, thirty (30) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications and there was no evidence of stopper/cap separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of closure separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the rubber stopper remained in the tube (stopper separation). This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the hemogard plastic cap.

Manufacturer narrative:
Investigation summary: bd received one hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for closure separation with the incident lot was not observed. The photo shows a bd serum tube shelf pack with no apparent defects. Twenty-nine (29) of the samples were evaluated by functional testing and the indicated failure mode for closure separation with the incident lot was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications and there was no evidence of stopper/cap separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of closure separation based on the returned sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the rubber stopper remained in the tube (stopper separation). This event occurred 40 times. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the hemogard plastic cap.